Event description:
The user facility reported that during a therapeutic colonoscopy, a physician experienced difficulty removing a snare from a large polyp with a thick stalk. The user facility reported that the physician eventually removed the snare through manipulation, but elected to utilize a different, but similar olympus snare, and non-olympus electrosurgical unit and cable cord to excise the large polyp and complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The snare referenced in this report was returned to olympus for evaluation. The device was returned in a biohazard condition, which limited the evaluation to a visual inspection only. There was no obvious evidence of physical damage on the device. The device was forwarded to the original equipment manufacturer for further investigation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.